Event description:
It has been reported to philips that the azurion system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the x-ray pc. The fse replaced the x-ray pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system was not booting. Upon trouble shooting fse found that the xray pc application was not booting. Fse replaced the defective xray pc, loaded the software and tested it. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.